Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited an alert message indicating that remote monitoring was disabled. Technical services (ts) discussed that this was due to a battery brownout detection post elective replacement indicator (eri) declaration due to a drop in battery voltage. Explant was recommended. At this time, this device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited an alert message indicating that remote monitoring was disabled. Technical services (ts) discussed that this was due to a battery brownout detection post elective replacement indicator (eri) declaration due to a drop in battery voltage. Explant was recommended. At this time, this device remains in service. No adverse patient effects were reported. Additional information was received that this crt-p was explanted. This device has not been returned for analysis. Other than the surgical procedure, no additional adverse patient effects were reported.